Event description:
The customer used the device to check pt blood glucose and obtained a result of 140 mg/dl. Customer felt bad and then used a different device to check the glucose and the level was 37 mg/dl. Customer passed out and the spouse called the paramedics. Emts came and tested pt at 38 mg/dl and treated pt for hypoglycemia. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.